Event description:
It was reported that customer frequently noticed air bubbles or gaps in system. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no additional information was received regarding the outcome of the event.